Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 33mm watchman laa closure device & delivery system (wds) were used. The 33mm closure device was successfully implanted. Follow up transesophageal echocardiogram (tee) revealed and confirmed device related thrombus (drt). Bsc is attempting to obtain additional information.